Event description:
While completing surgery, it was noted that the tip of the trocar was cracked. However, the cracked portion was retrieved from the body cavity before completing case. Patient staus: no injury reported.